Event description:
It was reported that there was a difficulty disconnecting the transfer set line which resulted in separation between the female connector and main body of an unspecified quantity of minicap transfer sets. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.